Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the channel port, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-h185, cf-h185l/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif-h185, cf-h185l/I reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The play of the knob in the upward/downward direction was out of the standard value due to wear of the angle wire. In addition to the foreign material found, other evaluation findings are as follows: the celling plate was deformed; the air/water cylinder and suction cylinder were discolored; the forceps could not be inserted smoothly due to damage on the channel tube; there was a chip on the adhesive around the objective lens; the adhesive around the light guide lens had a crack; and the adhesive on the bending section cover was lifting and had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the control knob of the evis exera iii colonovideoscope was loose and light. The issue was found during maintenance. There was no patient involvement. The device was returned, evaluated, and a dark foreign material resembling glue or silicone was found inside the channel tube. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.